Event description:
It was reported that info was received that the pt had been explanted of the implant. No mention was made of when this had occurred or the reasons leading to the explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.